Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced an audible leak during set-up prior to patient use. Trouble shooting was performed and customer feels the safety solenoid is faulty and needs to be replaced. The customer advised there was no patient involvement associated with this event.